Event description:
Revision surgery- the surgeon needed to tighten the shoulder by revising to larger implants.

Manufacturer narrative:
The reason for this revision surgery was to remedy an unstable joint after an unknown period in-vivo. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without information regarding the part and lot numbers. The root cause for the unstable joint was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.